Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 19 mg/dl. The customer also experienced confusion. The customer stated that the doctor checked the insulin pump and she felt that it was functioning properly. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test. Nothing further was reported.